Event description:
It was reported that a cardio interventional procedure, patient's images were being mixed with other patients' images. It was also reported that some images exhibited a problem in which the bottom half of the image would be one patient, the top half another. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a faulty hard drive. System operates as intended.